Manufacturer narrative:
Additional information has been provided in b.5., d.9., h.3., h.6., and h.11. The used company iii (d) cartridge was returned in a lens pouch. Inadequate viscoelastic was observed in the cartridge. The cartridge nozzle was cracked top center. The crack extended into the tip and split and caused an aneurysm. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported issue may be related to a failure to follow the IFU (instruction for use). Inadequate viscoelastic was observed in the cartridge. The cartridge nozzle was cracked top center. The crack extended into the tip, which split and had an aneurysm. Unusually high internal forces would be needed to create damage in the nozzle area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Top coat dye stain testing was conducted with acceptable results. It is unknown if qualified associated products were used. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received by stating, the cartridge that was attempted in the eye was faulty.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridge was cracked while advancing the iol. They were able to use the iol. Additional information was received by stating, there was no patient harm. There was one medical device report associated with this file. This report was associated with the 2 of 2 files.